Event description:
The dxc 600p generated false low na (sodium) ), k (potassium), cl (chloride) and/or co2 (carbon dioxide) results on 5 patient samples. Results were reported out of the laboratory. One patient was admitted to the hospital based upon the false low result. The customer has no knowledge of any treatment impact. The results were repeated on another dxc instrument and the reports were amended.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced both sodium electrodes, the carbon bridge and a sample probe. He also performed preventive maintenance.the manufacturer reference number for this event is (B)(4).